Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-3636 knotless fibertak anchor pulled out during tensioning. Everything was cut out of the tissue and removed from inside the patient. This was discovered during a meniscal root repair procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, specifically improper surgical technique with the device. The complaint allegation was not confirmed, the device was not received for evaluation, and no evidence of the failure was received.

Event description:
Additional information: the case was completed using a product from another manufacturer. The case was delayed only a few minutes; however, additional anesthesia was not needed. The patient suffered no negative effects.